Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that when they turned on the machine a cloud of smoke came from the back of the machine. It read error code 475. There were no complications with the pt, however, the procedure was aborted.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.